Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of MFR without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a veptr lengthening procedure, the surgeon was using the small hexagonal screwdriver and the tip broke off in the c-ring. The tip could not be retrieved from the c-ring and remains in the pt.